Event description:
Per the clinic, the patient experienced poor retention with the internal device. Subsequently, patient underwent revision surgery on (B)(6) 2024 under general anesthesia, in order to convert the patient to a transcutaneous osia implant system. During the procedure, the magnet was removed and an implant was placed on the internal fixture.